Manufacturer narrative:
According to the facility the catheter was dislodged from the patient, 'and the balloon appeared to have burst'. Per the facility an additional catheter was placed and no serious injury occurred. The sample is reported to be available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the catheter was dislodged from the patient, 'and the balloon appeared to have burst'. Per the facility an additional catheter was placed and no serious injury occurred.